Event description:
The service report shows that while performing an unrelated service, bacteria filter heater was noted to be non-functional. The co's customer support engineer inspected the device and replaced the filter heater assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.